Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant procedure, when positioning the atrial lead the patient experienced pain when the lead was placed in several locations in the free wall of the atrium. Upon removal of the lead from the free wall of the atrium, the patient indicated that the pain had resolved. The lead was repositioned into the right atrial appendage and remains in use. No further patient complications have been reported as a result of this event.